Manufacturer narrative:
(B)(4). The field service representative (fsr) was unable to duplicate the reported issue. The fsr replaced the occluder module membrance switch. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occluder head was not working. The device was not changed out, as they used tube clamps. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. During the laboratory evaluation, no failure of the membrane switch occurred. Both buttons on the switch membrane were functional. The occluder closed when the "close" button was pushed and the occluder opened when the "open" button was pushed. The product surveillance technician (pst) tested the switches each a dozen times with no failure. He also flexed the board during testing with no failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.